Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 71 mm abdominal aortic aneurysm. It was reported the patient presented with an ischemic right leg approximately 2 months post the index procedure. It was reported the patients right leg had thrombosed. An intervention procedure was completed. Angio jet was used to remove most of the thrombus and ivus was used to detect a narrowing of the right iliac artery. A 16x13x156 iliac limb was implanted inside the 16x13x124 limb that was implanted during the index procedure. This longer limb was extended up into the main body of the endurant bifurcated stent graft to trap the thrombus. An non-mdt 16x60 stent graft was also implanted in the opposite side to keep an opposing force on the 16x13x156 stent graft limb that extended into the main body. The event was reported to have been resolved. Per the physician reported the cause of the event to be a lesion in the right common iliac artery that did not allow the limb to fully expand. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the lesion in the common iliac artery was pre-existing and was not ballooned enough in the first aaa repair. Ivus was used in the revision which showed that the iliac limb did not fully open. After angioplasty with a regular pta balloon, there was a larger flow lumen. Other relevant device(s) are: catalog number: esbf3214c103ee; s/n; (B)(4); use by date: (B)(4) 2019; upn: (B)(4). If information is provided in the future, a supplemental report will be issued.